Event description:
It was reported that the control module is picking-up multiple error codes in the ultrasound & stereotactic system. The customer has requested evaluation of the system. There have been no patient consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the unit was returned to the analysis site due to the (B)(4) is picking-up multiple error codes in the ultrasound & stereotactic system. The analysis site per the mammotome service manual performed service tests and found the vso was causing the unit to have inadequate vacuum swing that caused the error code l3-021, confirming the customer complaint. Error codes l3-002 and l3-017 in the event log could have been caused by the customer's holster/probes. The site also found while performing preventive maintenance that all 5 nylon screws on the if board were missing. To correct the above issues the analysis site replaced the vso and the 5 nylon screws. As part of the standard ees service process, replaced the muffler and applied dow corning lubricant to the dc motors. The device history record has been reviewed and has passed qa inspection.